Event description:
The patient was undergoing a vitrectomy with lens exchange of the left eye when the machine stopped influsing the bss plus solution that was supposed to be infusing by the surgeon. The cassette was changed as well as the constellation machine was reprimed. The surgeon restarted the vitrectomy with lens exchange procedure; the machine showed no alarms or warnings but the machine was not infusing the fluid as being directed by the surgeon. The machine was shut down and another vitrectomy machine was brought into the room. It was primed and calibrated; the procedure was finished with this machine.dept.